Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level read high (>500 mg/dl) . It was reported that the pods cannula had been dislodged from the infusion site (leg) and was leaking insulin on top of the infusion site. As treatment the patient received insulin and food.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The soft cannula was measured to be the correct full length according to specification and was not found to be damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the fluid path and needle mechanism components found no damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The cause of the reported dislodged cannula could not be determined.